Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad was unresponsive when confirming the battery type on the verification screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: on investigation, the keypad cover was intact; all buttons were responsive during investigation. The keypad cover was removed with no contamination found under the contacts. Investigation did not duplicate the complaint.